Event description:
It was reported that the device had a broken case and motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# : 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device is in excellent condition. Motor rate error appeared in event history log. Motor rate error was found during occlusion test. The root cause of the report issue was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out, the technician replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which the device passed. No information has been provided to date.